Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This patient was admitted to the hospital for ICD malfunction status post syncope as a result of loss of capture in rv lead. The rv pacing/sense portion of the lead had been fractured while patient was bowling. Interrogation of ICD revealed high impedance in rv lead and loss of capture due to rv lead malfunction. The pace/sense component of rv linox lead was abandoned and the old ra pacing lead was attached to generator for rv pacing/sensing. The shock portion of this lead remains active.

Manufacturer narrative:
On (B)(6) 2016 - we were informed this lead was explanted.